Event description:
It was reported that there was an incomplete mesh during the processing of allograft skin. The living legacy foundation is a cadaver skin bank and there was therefore no patient involvement. At product evaluation investigation the cutter failed the cut test. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report submission. The cutter failed testing due to an incomplete cut. The cutter will need replacement. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.